Event description:
It was reported that this patient experienced regular beeping from this device. Boston scientific technical services were contacted and confirmed the beeping was occurring due to high, out of range shock impedance measurements (>125 ohms). It was stated the alert was cleared once the device was interrogated with a programmer. It is unknown at this time if any additional action will be taken in this event. Information was requested regarding the healthcare facility information, but has not yet been received. At this time, the device remains implanted and no adverse consequences were reported.

Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced regular beeping from this device. Boston scientific technical services were contacted and confirmed the beeping was occurring due to high, out of range shock impedance measurements (>125 ohms). It was stated the alert was cleared once the device was interrogated with a programmer. The patient was subsequently seen in-clinic where provocative maneuvers were performed without any noticeable changes in impedance. The physician elected to continue with normal follow-ups. At this time, the device remains implanted and no adverse consequences were reported.